Manufacturer narrative:
Product analysis: additional analysis was performed and it was determined that no anomalies were found and that the high measurement on the automated test console was due to noise from the automated test console combining with the device noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the ventricular pace pulse noise test. A new main board was required due to the pace pulse noise. There were no pinched liquid crystal display wires / insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.